Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with over-sensed t-waves. No resolution was reported.

Event description:
New information noted that the programming changes were made to the implantable cardioverter defibrillator to resolve the issue. No patient consequences were reported.